Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer changed the infusion set and cartridge and resumed insulin usage. Tandem technical support provided off-label insulin messaging, due to the customer using humalog u-200 brand insulin which is not approved for the tandem pumps.